Manufacturer narrative:
Device is a combination product. (B)(4). Promus premier mr, ous, 3.0x12mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent od (outer diameter) was measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break 256mm distal to distal end of strain relief. There were also multiple kinks found along the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. The type of damage evident is consistent with resistance being encountered during advancement. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 08-aug-2017. It was reported that shaft damage occurred. The target lesion was located in a coronary artery. A 3.00x12mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during delivery, it was noted that the shaft was damaged. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.